Event description:
Edwards received notification that a valve model 3300tfx23mm implanted in the aortic position was explanted after 3 years and 10 months of implant duration due to bioprosthesis degeneration leading to mild aortic sclerosis. The patient had dyspnea associated with minimal exertion and contraction of diuresis. A 23mm non-edwards mechanical valve was implanted in replacement. The patient was noted as to be discharged. Per internal product evaluation, minimal calcification was observed on the leaflets as well as moderate host tissue overgrowth leading to leaflet motion restriction and stenosis.

Manufacturer narrative:
H3: evaluation summary: customer report of degeneration was confirmed through observed host tissue overgrowth and calcification. X-ray demonstrated commissure 3 was bent inward and minimal calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused all three leaflets by approximately 2mm at all three commissures. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Serrated mechanical damage was observed on the surface of leaflet 1 on the outflow aspect. Sewing ring was cut around leaflet 3. Sutures remained attached to the sewing ring around all three commissures. Wireform was exposed on commissures 1 and 3. H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 3300tfx23mm implanted in the aortic position was explanted after 3 years and 10 months of implant duration due to bioprosthesis degeneration. A 23mm non-ew mechanical valve was implanted in replacement in aortic position. The patient was noted as to be discharged. Patient's medical history/comorbidities included: this patient also received a valve model 7300tfx27 in mitral position concomitantly during the initial avr which was also explanted and replaced during the second surgery [2021-01852-02].